Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient had an evd placed bilaterally. According to the report, the nurse found the becker ii edms placed on the left side of the patient's head was leaking at the y site connection. It was also reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.